Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 03/15/2019. The field service engineer (fse) recommended that the customer replace the oxygen valve and provided the part identification information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.